Manufacturer narrative:
The returned "iceforce 90 needle" were from lot t0200 and t0199. Review of the needle lot manufacturing records revealed 5 electrical deviations within the needle batch. Needle #1 was returned and tested via a vi system. The electrical properties of the needle were found within specification. The needle was tested in active thaw mode with no issues. The needle passed all investigative testing, and the complaint could not be confirmed.

Event description:
This is an initial report that describes a muscle stimulation event during a renal cryoablation case. Three needles were used during the procedure. All needles passed the test and froze as expected during the first freeze. This MDR is being submitted for needle #1. Shortly after the active thaw cycle began, the patient complained of a pinching feeling and the needles started twitching. The ithaw was stopped immediately. The treating medical team switched to passive thaw for the remainder of the procedure. The treatment was completed with no patient injury. The treating physician did not determine which needle caused the stimulation, and sent all three needles back to the manufacturer for investigation.